Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap "proctrectomy" procedure some of the devices did not pass the test. Once the test was passed, the tip broke after ten seconds of use. Another device was used to complete the procedure. No patient consequence reported.